Manufacturer narrative:
Batch review performed on 07 april 2017. (B)(4).

Event description:
The patient came in due to signs of infection. The infection is confirmed as corynebacterium striatum. On (B)(6) 2017 the surgeon removed all hardware and input an antibiotic spacer. Then, on (B)(6) 2017, the surgeon revised the spacer and implanted medacta product. The surgery was completed successfully. X-rays and explants are not available.